Event description:
It was reported that during preparation for a procedure, the subject device presented no image when plugged in. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, d9, g3, h2, h3, h4, h6 and h10 for updates. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A device history review of the current product was conducted, and no problems were found. Based on the results of the investigation, no problem detected, and a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a procedure, the subject device presented no image when plugged in. There were no reports of patient harm.